Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Consumer reported they had their device removed the day of the report since they had not seen significant improvement. Patient also had a uti which their physician wanted to clear up before proceeding with additional treatments. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.